Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: injury, int. J. Care injured, volume 43, supplement 2, dec 2012, page s47¿s54. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.

Event description:
A journal article was received entitled, proximal femoral nail antirotation versus gamma3 nail for intramedullary nailing of unstable trochanteric fractures. A randomized comparative study by j. Vaquero, j. Munoz, s. Prat, c. Ramirez, h.j. Aguado, e. Moreno, m.d. Perez. Injury, int. J. Care injured; dec 2012; volume 43, supplement 2, page s47¿s54: the purpose of this study was to compare the clinical results and the complication rates of two intramedullary fixation devices: proximal femoral nail antirotation (pfna) and gamma3. 61 patients who underwent a pfna fixation treatment (31 patients) or a gamma3 nail (30 patients). All adverse events were documented from the time of enrollment throughout the intra-operative and immediate postoperative period until the final follow-up evaluation at one year. The pfna group consisted of 3 male and 28 female patients with a mean age of 83.6 years. Postoperatively, this group presented with complications as follows; intra-operative ¿ 1 technical problem and 1 surgical procedure change; local postoperative complications ¿ 1 implant loosening, 3 blade or screw migration/cut out, 3 loss of reduction, 5 fracture impaction, 5 delayed healing, 3 nonunion, 1 superficial would infection, 2 deep would infections and 7 failure of fixation. At one year, pain was reported in 3 patients. It is unknown if this is a synthes device. This report is 1 of 4 for this complaint (B)(4).